Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine generator changeout procedure. It was noted that the atrial lead exhibited noise, which was reproducible. The lead was explanted and replaced. No adverse events occurred to the patient.